Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: the balloon had a longitudinally and radially burst. There was missing balloon material. Dimensional testing was performed on the inflation balloon single wall thickness measuring along the edges of the burst location. The measurements were found to be within the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: balloon longitudinal and radially burst. There was apparent missing balloon material was seen. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The event for balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as provided information indicated the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event for system components separate during use was confirmed based on evaluation of the returned device and provided imagery. Available information suggests procedural factors (device manipulation) likely contributed to the event as provided information indicated that a part of the balloon may have remained in the esheath. Additional pull force/device manipulation could have been applied during delivery system withdrawal which then led to the observed separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra transcatheter heart valve, during expansion of the valve, the balloon of the commander delivery system ruptured. The valve was expanded about 90% when the event occurred and after removal of the commander through the esheath, a part of the balloon was observed to be missing. After removal, post-dilatation of the valve with a 22mm truedilatation balloon was performed. The valve was stable and the patient was stable.